Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a cubie pocket issue. A field service engineer was unable to recreate the issue. The debris was cleared, and pocket functions were tested. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had cubie drawer failure. The customer stated that the drawer indicated the presence of obstruction. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.